Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system failed to produce x-rays. Upon further inspection, the fse inspected the system onsite and found hardware failure of the system- image processing ip pc. Fse reviewed the log files onsite and found errors on ip-pc disk access and multiple intermittent error on hardware ip-pc and image disk. Fse replaced the ippc and single link dvi. After replacing the ippc and single link dvi, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to produce x-rays. There was no reported patient or user harm. Philips has started an investigation of this complaint.